Event description:
When I came out of a low blood sugar insulin reaction, my wife had given me a glucagon shot, and when I came to, I found the pump in suspend mode. I had never dealt with a suspend mode in the pump before. I first tried to get it out of suspend mode and I was unsuccessful. I called the company (animas) they kept me on the phone for 30 minutes, having me go through all kinds of tests with the pump, when all I asked the tech was how to get the pump out of suspend. That's when she decided we needed to replace the pump, and then she informed me that the shipping department was closed, and they wouldn't be able to ship me a pump for 3 days because it was the weekend. They had me take the pump off of me, and it was up to me to regulated my blood sugar by any other means. I used regular insulin, one shot every 2 hours. I had to stay awake 24 hours a day for the next 3 days to regulate my blood sugar. Three days later, in the evening, the new pump from the company arrived at my house. (Tubing is faulty some pieces are rough and only last 24 hours. After approx 24 hours, the tubing blocks the flow of insulin and the pump never sends out an occlusion alarm.